Event description:
It was reported that the tcm would not come out of the start-up mode. The audible alarm was sounding and all of the led lights were illuminating. No pt injury was reported.

Manufacturer narrative:
Parts for the tcm were evaluated and no issue could be found. The root cause of the reported issue is unk. The sys operates as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.